Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain (seriousness criterion medically significant), dyspnoea ("shortness of breath"), chest discomfort ("feeling of having been punched in the chest on the right side"), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), back pain ("back pain"), mood swings ("unexplained mood swings"), fatigue ("severe fatigue"), cardiovascular disorder ("poor circulation"), headache ("headaches"), pruritus ("itching") and rash ("rash"). At the time of the report, the abdominal pain, dyspnoea, chest discomfort, menorrhagia, dysmenorrhoea, arthralgia, back pain, mood swings, fatigue, cardiovascular disorder, headache, pruritus and rash outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, cardiovascular disorder, chest discomfort, dysmenorrhoea, dyspnoea, fatigue, headache, menorrhagia, mood swings, pruritus and rash with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 26-feb-2020. The most recent information was received on 12-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced abdominal pain (seriousness criterion medically significant), dyspnoea ("shortness of breath"), chest discomfort ("feeling of having been punched in the chest on the right side"), menorrhagia ("heavy period"), dysmenorrhoea ("painful periods"), arthralgia ("joint pain"), back pain ("back pain"), mood swings ("unexplained mood swings"), fatigue ("severe fatigue"), cardiovascular disorder ("poor circulation"), headache ("headaches"), pruritus ("itching") and rash ("rash"). On (B)(6) 2011, the patient had essure inserted. At the time of the report, the abdominal pain, dyspnoea, chest discomfort, menorrhagia, dysmenorrhoea, arthralgia, back pain, mood swings, fatigue, cardiovascular disorder, headache, pruritus and rash outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, back pain, cardiovascular disorder, chest discomfort, dysmenorrhoea, dyspnoea, fatigue, headache, menorrhagia, mood swings, pruritus and rash with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.